Manufacturer narrative:
Product evaluation: lens was returned dry in a microcentrifuge vial. Visual inspection found no visible damage with debris on the lens. (B)(4).

Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -11.0/+2.5/102 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2018. On (B)(6) 2018 the lens was exchanged for a longer lens due to low vault. The problem is resolved. The cause of the event is reported as a patient-related factor.